Event description:
The patient received two leads with the same lot number. It was reported the patient never received effective stimulation. As a result, the patient opted to discontinue use of the scs system 2 years ago. The next course of action to address the issue is undetermined.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.